Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this rv lead has a history of noise. It was noted that "patient is ap vs and when patient looses ap, there is no conduction." Rv sensitivity is 1.5mv. It is unclear why it is so sensitive. It is unclear if any intervention has been or will be taken.